Event description:
The patient was receiving IV therapy through a safeline horizon pump IV set. This is a disposable item. The tubing was found severed at the spin lock connection site. Staff became aware of the device leaking after finding the bed linens wet shortly after beginning the infusion.